Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a bad cassette sensor. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a bubbled downstream occlusion sensor, bent latch lock and worn overlay; the tamper seal was broken. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. Having performed the functional test, the downstream sensor was found to be functioning as intended; calibration results were also found within manufacturing specifications. No fault was found. However, as a preventative action and measure, it was recommended that the downstream sensor be replaced. The cause of the reported issue was unknown. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received on 19-sept-2022 via email and attached in complaint object: all referenced complaints were found during testing. No patients were involved or effected. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.